Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient information was provided.

Event description:
It was reported that during an infusion, tubing was found compressed and part of the connector was missing.